Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02523. It was reported that the patient presented for a pacemaker explant procedure. Upon interrogation prior to the procedure, it was noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch and the right ventricular - rv lead exhibited low pacing impedance. During the procedure, the atrial and rv leads were found to have insulation breach. The atrial and rv leads were repaired and remained implanted. The patient was in stable condition throughout the procedure and will continue to be monitored.